Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches and sleepiness and sinus irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache and sinus irritation while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The external inspection of the devices found no evidence of thermal or physical damage. Product investigation lab did observe a white talc like contaminates in the fresh air intake port (filter location). The dreamstation device was internally inspected by the product investigation lab and no evidence of foam degradation was found. Product investigation lab did observe white talc like contamination in the blower motor and assembly. The device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged. The manufacturer was unable to confirm the customer's complaints. The manufacturer confirmed there was no evidence of sound abatement foam degradation.